Event description:
Giving baby bath under radiant warmer (panda warmer) and it alarmed system failure after a couple of minutes working. Rn turned off warmer and restarted, (did this several times) it would turn back on appropriately but then alarm system failure again.biomed investigation and repair: warmer had numerous system failure messages in the log files. All system failure 11. Sys fail 11 "heat control processor stopped communicating with the main application process." Re-seated connector j11 (control board) to j23 (power board) on both ends and ran unit for approx 3hrs with no additional alarms. Return to service.